Manufacturer narrative:
Date of event and date of awareness is (B)(6) 2017. Fracture complaint on lead.

Event description:
The lead was reported to be fractured based on the new information.

Event description:
It was reported that right ventricular lead exhibited noise. The patient was reported to be asymptomatic to the noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.